Manufacturer narrative:
The event was reported to have occurred on an unknown day in (B)(6) 2018. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a battery failure alert in the critical care area. The registered nurse had been able to change the failing pump before it shutdown, the patient was unaffected. There was no patient injury or medical intervention associated with this event. No additional information is available.